Event description:
"S/p b sq mastx's for dyphasia and fh breast ca w/ immediate reconstruction using sq 340:20cc dc bilumens (kenalog in saline). Developed infection post-op in l breast necessitating removal 1 mo later and also developed contracture on r w/ delayed hematoma. Had evacuation of hematoma, release of contracture and replacement w/ b 340cc dc gels but contracture reoccurred on r & had subpectoral placement w/ capsulx (near total l, total on r) & replacement w/ 650cc surgitek gels. Asym occurred & had l contracture, so had open capsulotomy w/ add'l 245cc dc gels placed for added volume. Had open capsulx for b contracture r>l w/ replacement w/ 600cc polyurethane gels and needed IV antibiotics for a few days 2wks later, secondary to infection and I & d. No removal 1 wk later. Had l open capsulotomy and replacement w/ 700cc replicon along w/ abdominoplasty and cholecystx. Since then pt c/o l side continuing to decrease in size and r migrating to axilla. Denies trauma to chest but does c/o pain in breasts b - not increased on one side. Also c/o systemic probs including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, spasms, swelling, chronic fatigue, sleep disturb., swollen glands, low grade fevers, rec. Infections, headaches, tmjd dist., visual probs., dizzy spells, memory loss, rashes, cp, costochondritis, choking sen., hypertension, wgt gain, gi/gu disturb., and easy bruising. Otherwise healthy."